Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. See MFR: 3012307300-2017-02464.

Event description:
It was reported that while a patient was using a portex® bivona® custom 5.5 tts¿ flextend¿ tracheostomy tube, the cuff broke. An emergency trach change was performed. The patient is ventilator dependent. There was no patient injury.